Event description:
It was reported that a lead integrity alert (lia) was triggered due to oversensing and short interval counts (sic) on the right ventricular (rv) lead. The nonphysiologic sensing resulted in pacing inhibition. There was also an increase in capture threshold. Reprogramming was attempted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1258t86 lead, implanted: (B)(6) 2013; 1688tc-46 lead, implanted: (B)(6) 2010. (B)(4).